Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v942570, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported having problems sleeping on the right side and their toes ¿curled up and hurt.¿ the symptoms gradually began in 2013 and were intermittent, but have increased to daily occurrence. The issue was related to positional movement as the patient could not lie down because she had to turn her leg a certain way for her toes not to curl up. Lying down on the right side would cause the toes to come together and become stiff whereas sitting up caused them to relax. The toes also curled while the patient walked. As a result of the curling and stiffness, the patient was getting ¿a little knot¿ on the top of her toes. The patient met with a healthcare provider who decreased settings to where the patient was not feeling stimulation, but still continued to have the symptoms. A mylogram was performed but ¿everything [was] unremarkable¿ and the hcp could not ¿see why the stimulator [was] making that happen.¿ the patient was indicated for fecal incontinence; bowel dysfunction/sacral nerve stimulation; and gastrointestinal/pelvic floor. Additional information received from the consumer reported the patient was not sure of the cause of the toes curling, becoming stiff, and hurting. It "just suddenly happened" and their activities had not changed. The patient was not working and had noticed the issues also occurred when the patient was driving their car. The issue had not been resolved.